Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2014 with the following findings: the investigation was performed with a test battery cap as the original was not returned with the pump. The test battery cap was able to fully tighten. A power loss was not duplicated and the battery compartment was intact. Call service 052 and 054 errors were present in the black box on (B)(6) 2014 and (B)(6) 2014. Pump reboot events were observed in reference with clearing of the 052/054 errors. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. No "intermittent power" events were duplicated during investigation. There was no evidence of moisture or loose components inside pump.